Event description:
Subject was implanted with advance on (B)(6)2010. On (B)(6)2010, the physician reported infection - incision site with fever and perineal pains. On (B)(6)2010, aggravation of the site. Infection was reported with inpatient collection of pus. Pt was hospitalized on (B)(6)2010 for drainage of the abscess, clinical and biochemical assessment. On (B)(6)2010, identification of infectious agents: enterococcus faecalis and klebsiella pneumoniae. Apyrexia and cicatrization completed locally treatment with antibiotics. On (B)(6)2010, pt still healing with antibiotics. Medication intervention: bactrim treatment continues, antibiotics, close follow up and MRI assessment. Pt has a follow up visit in 3 weeks. The physician reported the event is related to the device.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. No device malfunction was reported. Serial number history review, did not find any similar events.